Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Hardware parts were replaced. A system checkout was performed and the system is working as intended. The monitor 9733386 19 inch fusion (lot# 13223785) was returned for analysis. Analysis found that the monitor had been impacted on one side breaking the chassis and that the mounting screws had all been pushed into the chassis on the back side of the monitor. There were loose pieces moving around inside. Despite the damage the monitor displayed a good image when connected to a known good system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that a manufacturing representative (rep) discovered that the dvi port on the fusion monitor looked damaged. The monitor flickered if the monitor arm was moved and the cable became tight. There was no patient involvement.